Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low, out of range pacing lead impedance measurement less than 200 ohms detected via the patient remote monitoring system. Subsequent information was received indicating that a surgical revision was done wherein the rv lead was replaced due to noise observed during pocket manipulation which was believed to be due to medial implant location and subclavian crush; no report of oversensing. The lead was tested prior to the case and normal measurements were observed. The rv lead was surgically abandoned while the device was explanted due to normal battery depletion. No additional adverse patient effects were reported.